Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 12/20/2007.

Event description:
A surgeon reports, a pt with stage 3 diffuse lamellar keratitis (dlk) following refractive surgery. The pt is being treated with topical corticosteroids. A flap-lift was performed to remove the debris, but was unsuccessful. The surgeon reports, the central tissue is possible affected and the visual acuity might be affected. Additional info has been requested.